Event description:
It was reported that a trilogy o2 ventilator had a ventilator service required alarm occur. There was no harm or injury reported. Device evaluation and repair have been completed. Device evaluation confirmed by operational check that a "ventilator service required" alarm occurred indicating communication to the oxygen blending module occurred. The interface printed circuit board assembly (pca) and the blender pca, which are relevant to communication, were replaced to address this issue. The device passed final testing and was confirmed to operate properly.